Event description:
Customer reported when the alarm is set to voice and tone, the tone sounds only and this was discovered during set up. Customer did not provide the date of event. No pt incident or injury was reported.

Manufacturer narrative:
Results: evaluation found when the alarm is in use with a sensor cable, the unit does not alarm at all. Unit alarms in failsafe mode when the sensor is unplugged. The unit has been exposed to moisture; there is corrosion on the battery springs, inside the sensor receptacle, and inside the ac power unit. These damages would contribute to the issues found. Unit has been in service for over three years. (B)(4).